Manufacturer narrative:
Correction: manufacturer reference number: 3006705815-2021-01953 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01954. It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur to address the issue. It is unknown which ipg is related to the issue. Therefore, all suspected ipgs are being reported.